Event description:
Healthcare professional (hcp) reported a patient was injected with 4 syringes of juvéderm® volux¿ and 1 syringe of juvéderm¿ voluma¿ with lidocaine. Approximately two months post injections, patient experienced ¿initial blemish¿ in chin/jawline area. About one week later the patient ¿was exposed to two different viruses in household which patient got sick, then noticed nodules grow significantly¿. Patient thought maybe it was cystic acne so started to treat for such, but progressively got worse. Then noticed that nodules were getting more prominent and started to become painful about two weeks later. Patient sought help from hcp who prescribed ¿keflex 500mg qid. Patient noticed significant reduction in size to three problem areas. One area has drained serosang/ purulent drainage and feels much better¿. Keflex will was continued for 7 additional days along with warm compresses and advil. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00841 (allergan complaint #(B)(4). This MDR is being submitted for the suspect product, juvéderm® volux¿.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.